Event description:
Information was received from the consumer via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had been receiving inadequate therapy. It was unknown if there were external factors and unknown if diagnostics/troubleshooting were performed. Surgery occurred and the patient's 8709 and 8578 were explanted and replaced with an 8782 and 8784. This was per the healthcare provider's judgment due to the previous catheters not being in the correct location to deliver adequate therapy. The pump was replaced as well. The event was resolved. Additional information received from the company representative reported that there wasn't a complaint from the patient regarding the actual catheter; they were under the impression that everything was working fine. Once the healthcare provider took an x-ray during surgery, they realized that the catheter was out of place and therefore decided to replace it. The cause of the catheter being placed in an incorrect location was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: on (B)(6) 2000, explanted: on (B)(6) 2022, product type: catheter; product ID: 8578, lot#: n303169001, implanted: on (B)(6) 2012, explanted: on (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), ubd: 18 may 2002, UDI#: (B)(4); product ID: 8578, serial/lot#: (B)(4), ubd: 31-aug-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.